Event description:
For a while I have been brushed out. Large liver. Hair loss brain fog. Pain in back neck and shoulder. Unexplainable weight gain. Treatment after treatment. Meds after meds. Depression. Everyone thought I was crazy. My implants are poisoning me. And the fact is we can't find help is very sad. FDA safety report ID # (B)(4).